Event description:
It was reported that the patient was hospitalized for an unspecified major infection. During hospitalization, the controller was exchanged for an unspecified reason. The Ventricular Assist Device (VAD) did not restart and the patient went into ventricular fibrillation and then cardiac arrest, which triggered multiple Implantable Cardioverter Defibrillator (ICD) discharges. The patient received vasopressors and amiodarone. The patient subsequently expired. The VAD remains implanted in the patient. This event was reported in the Q1 2026 Intermacs data registry that tracks clinical outcomes of patients on Ventricular Assist Device (VAD) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
This event was reported in the Q1 2026 Intermacs data registry that tracks clinical outcomes of patients on Ventricular Assist Device (VAD) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Product Event Summary: One (1) pump with unknown serial number and one (1) controller with unknown serial numbers were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the device serial number was unknown. Review of the controller log files could not be conducted since log files were not available. There is insufficient information regarding the reported controller exchange. As a result, the reported event could not be confirmed. Of note, information provided by the site indicated that the patient went into ventricular fibrillation and then cardiac arrest and subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the Instructions for Use, this event is a known potential complication associated with the implantation of a VAD. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on historical review of similar events, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Additional Products: D1: HEARTWARE VENTRICULAR ASSIST SYSTEM - Unknown Controller D4: Model #: / Catalog #: / Expiration Date: / Serial #: D9: No H3: No H4: Mfg Date: H5: No H6: the codes present in Section H6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.